Event description:
During attempts to place a cypher stent in an unknown target lesion, the physician noted a leak at the proximal shaft (hub). The stent could not be deployed and the device was removed without difficulty. There was no injury to the pt.